Manufacturer narrative:
Complaint conclusion: a 6f/7f mynx control vascular closure device (vcd) was correctly deployed and hemostasis was achieved; however, the patient experienced a late hematoma. The patient was treated by the physician for the hematoma. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿hematoma¿ as a result of using the product, could not be confirmed as the device was not returned for analysis, nor were procedural images provided. The exact cause of the reported event could not be conclusively determined. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, and proper placement of the vascular closure device (vcd) sealant. With the limited amount of information available, it is not possible to draw a clinical conclusion between the device and the hematoma. However, patient factors, pharmacological factors and/or procedural factors may have contributed the reported event. According to the product instruction for use, which is not intended as a mitigation of risk, prolonged access site-related bleeding is a potential risk associated arterial closure procedures. The user should maintain fingertip compression on the skin while removing the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. Neither the phr review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) was correctly deployed and hemostasis was achieved; however, the patient experienced a late hematoma. The patient was treated by the physician outside of site. The product will not be returned for analysis because it was discarded after hemostasis was achieved.